Manufacturer narrative:
Supplemental report.

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. The unit was returned to the customer due to no response received to the service estimate for repair.

Event description:
The international customer reported the ventilator screen went black during normal ventilation operation and there was no alarm. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers service technician reported review of the device diagnostic log noted a pressure sensors failure. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. Device evaluation and service is pending.

Manufacturer narrative:
Completion of device service pending.